Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 3 instances of communication failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 23 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to an eeprom failure and moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 23 malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-73 years of age and between 46 and 268 pounds. Of the reported patients, 12 were male, 11 were female.